Event description:
Pt reported curlin pump did not work during her last infusion on (B)(6) 2024. Home health care nurse tried to troubleshoot and reset pump; however, ended up having to infuse via gravity. No further info. No missed doses or adverse events reported. Device is available for return. Pharmacy is replacing device. Pump serial number: (B)(6). Reported to (B)(6) by pt/caregiver.